Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Event description:
It was reported that while inserting the intra-aortic balloon (iab), guidewire was not compatible with iab as well as with sheath (not able to insert the guidewire into lumen of the iab as well as it was not going through sheath). The iab was replaced to start therapy. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Event site full name: (B)(6) centre. Event site full address: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # : (B)(4).